Event description:
Dealer is stating that the wheels spoke is broken. No other details provided.

Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.